Event description:
We reviewed three (3) patient safety event concerns related to the medline bp monitors issued for home use. Reports indicate the device may be producing consistently elevated blood pressure readings compared to in-clinic measurements. One incident involved cuff inflation up to 300 mmhg, which poses a risk for patient harm (bruising) and inaccurate clinical decision-making (inappropriate medication adjustments).